Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports the PICC was placed (B)(6) 2011. Prior to insertion, the catheter was shortened due to the placement in the pt's foot. Due to this shortening, the hub of the lumen needed to be secured tightly against the pt's foot in order to maintain patency. The secondary lumen was the only lumen in use at this time and was being used for tpn and medication administration. On (B)(6) 2011, the secondary lumen was noted to be leaking and was capped. After observation, it was believed that this lumen had clotted off and the customer reports this is when they began using the primary lumen. The customer reports that on (B)(6) 2011, the primary lumen was patent during routine assessment. At change of shift, the incoming nurse noted blood to be backing up into the secondary lumen. The customer reports that it was thought that the pt's movement had caused the shortened lumen to move slightly allowing patency of the lumen once again. However, after further observation, it was noted that the secondary lumen was leaking. The pt already had an intra-cardiac line placed for other reasons which they decided to use for tpn and medication administration and therefore, the PICC line was removed. On (B)(6) 2011, the pt had an IV line inserted as it was determined that a PICC line was no longer indicated. The customer reports that the pt had no ill effect or delayed care as a result of this incident. The pt was then transferred out of the intensive care neonatal unit.